Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not available inside the device. A technical support specialist (tss) reviewed the medication link queue and confirmed that the item was not assigned to any device, and the bin location check returned no results, indicating that the medication was not mapped inside the cabinet. The tss advised the customer to contact the pharmacy to inform them that the item was not assigned inside the cabinet so the configuration could be reviewed and corrected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, requested item was unavailable and unable to issue the medication (fentanyl dis 100mcg/hr). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.